Manufacturer narrative:
Citation: christoph j. Griessenauer, lucy he, mohamed salem, michelle h. Chua, christopher s. Ogilvy, and ajith j. Thomas. Middle meningeal artery: gateway for effective transarterial onyx embolization of dural arteriovenous fistulas. 2016 wiley periodicals, inc. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The onyx model and lot number were not provided. There is limited information about the device and/or the patient. Additional information has been requested. Should it become available a supplemental report will be submitted. The purpose of the article was to evaluate the role of the middle meningeal artery (mma) in endovascular treatment of noncavernous sinus dural arteriovenous fistulas (davfs). The study concluded that transverse-sigmoid davfs with robust middle meningeal artery supply can be successfully treated with transarterial onyx embolization alone. Reference mdrs 2029214-2016-00857 and 2029214-2016-00869 for other events reported from this literature review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of a retrospective cohort study on patients who underwent transarterial onyx embolization of a noncavernous sinus davfs with contribution from the mma at a major academic institution in the united states from january 2009 to january 2015, that this patient had partial filling of the davf at last follow up and underwent a craniotomy for obliteration of the fistula. This patient presented with sub arachnoid hemorrhage (sah) and an intraventricular hemorrhage (ivh). The davf was located in the tentorial incisura and was classified cognard and borden class iii. The davf had 3 arterial feeders: r mma, l PMA, l pca, and l sca. The mma supply was present, but subtle and tortuous. The patient underwent 2 treatment sessions and 2 arteries were embolized. Final dsa showed partial filling of the davf. The patient underwent surgical obliteration (craniotomy) of the fistula. The patient's neurological outcome was dependent cognitive issues, unspecified in nature.

Manufacturer narrative:
Same literature article as reported in mdrs: 2029214-2016-00857, 2029214-2016-00869, 2029214-2016-00871, 2029214-2016-00872, 2029214 -2016-00873, 2029214-2016-00874. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.